Event description:
It was reported that the patient had low flow alarms caused by extrinsic outflow graft obstruction (eogo). The patient had a computed axial tomography (cat) scan and tenting of the outflow graft resolved the low flow alarms. The patient's volume was overloaded with mild transaminitis though the patient stated they felt great and had no symptoms. Log files were sent for review. The log file captured numerous low flow events on 01march2026 and 03mar2026. Additionally, log files appeared to have captured the patient had been sleeping on battery power. Log files post eogo stenting were sent for review. The log files contained persistent low flow estimates and low flow hazard events. Based on the log files, the mechanical circulatory system (mcs) equipment operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.